Manufacturer narrative:
(B)(4). Date sent: 05/10/2010. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, one device would not close and one device was not holding clips at all. There was no patient involvement.